Event description:
It was reported that the ventilator generated technical error code indicating disabled valves. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the control printed circuit board (pcb) was replaced and returned for investigation. Our investigation revealed that when the returned control pcb was connected to a test ventilator, a technical error code indicating a communication error was generated. The received logs confirmed the reported technical error code indicating disabled valves in (B)(6) 2022. Also, a technical error code indicating a communication error was generated during startup the ventilator. The conclusion is that the reported technical error indicating disabled valves was confirmed during the investigation. This is considered an exceptional component failure although the failing component was not identified.

Event description:
Manufacturer's ref.#: (B)(4).